Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 02/06/2014-product analysis:the pump has been returned and evaluated by product analysis on 01/22/2014 with the following findings:the pump failed to power on. The battery compartment was found to be undamaged with no evidence of moisture ingress. The battery cap could properly secure to the pump and had no evidence of moisture damage. The battery cap contacts were found to be out of specification. A test battery cap was utilized for further testing. The pump powered on with the test battery cap. A review of the pump¿s black box data revealed a reboot event associated with clearing of an unrelated call service alarm. There was no evidence of damage or defect to the pump¿s internal components.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (no power) issue. The reporter stated power was not restored after battery changes. It was reported that the pump did not emit low and replace battery alarms or warnings prior to the power issue. The reporter denied damage or moisture to the pump or battery cap prior to the issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.